Manufacturer narrative:
Zimmer biomet complaint number (B)(4)

Event description:
Doctor confirms he has completed the procedure placing a new implant.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient's age was not provided. Patient's weight was not provided. Event date was not provided. Implant placement date not provided. Implant removal date not provided. Additional 510(k) numbers are k011028 and k013227. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant was unable to be placed due to lack of primary stability. It was not indicated that the patient would return for additional appointments. Tooth #23.